Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. No adverse event was reported. The lot number was not provided. The insertion device was requested to be returned for product evaluation.